Event description:
Patient has been revised due to patient request. No symptoms reported. Update (B)(4) 2014 - litigation papers received. Doi provided. Litigation alleges injury, elevated metal ion levels, pain, and limitation of movement. The cup and head are now being reported. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.